Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 5.4, lab: 3.6, coagucheck: 3.5. Time between testing: seconds. Pt self tester has been storing his meter and strips in the car (for the last ten days) because he is on the road a lot. Pt also reports that it has been very warm in wisconsin. He had a doctor's appointment today so he decided to compare against clinic's a poc meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end user at time complaint was filed: date: (B)(6) 2011, inratio: 5.4, roche: 3.5, mean: 4.17, confidence limit: 2.4 - 6.1, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported meter and strips were stored in a car - possible exposure to improper temperatures. Per product user guide - storage and handling instruction, "store strips at room temperature 2 degrees to 32 degrees celsius (35 degrees to 90 degrees f) until expired. No further testing is required. Conclusion: customer stored strips in his car. Customer also performed 1st correlation test with sample from the same finger stick. Analysis of the pt's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Retained strip test (8/4/2011) result comparison met accuracy criteria. (B)(4). As a result, testing from 02/16/2011 to 08/04/2011 was reviewed. Twenty one in-house therapeutic sample tests have been performed with 115 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Corrective action not required at this time.